Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a right sided atrial flutter (r-afl) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis (phrenic nerve injury) requiring no interventions. Procedure was able to be successfully completed. No bwi product malfunctions nor immediate patient consequences were reported. Post-procedure ((B)(6) 2021), physician confirmed phrenic nerve injury. Patient required evaluation for diaphragm dysfunction. No medical/surgical intervention was required. It is unknown if prolonged hospitalization was required. Patient¿s condition improved; physician expects full recovery of diaphragmatic function within the year following incident. Full recovery by (B)(6) 2021. Physician believes the issue occurred due to radiofrequency (rf) ablation as the ablation target was near the phrenic nerve. Patient¿s relevant history includes: atypical right atrial flutter that terminated on the mid posterior lateral wall of the right atrium. Lower than one would normally expect phrenic nerve. This event might be life threatening and may require additional interventions to prevent permanent impairment of a body function or permanent damage of a body structure.